Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: pxc121200.

Event description:
In 2006, the pt was treated for an infrarenal aortic aneurysm. Gradual aneurysm growth was noted in the pre-operative notes. Image dates and measurements were not available. In 2007, the pt presented to the emergency room with back pain. Computed tomography showed a ruptured aneurysm. The pt underwent an open repair and the gore excluder aaa endoprosthesis endovascular graft system was removed. The pt tolerated the procedure. The pt was discharged from the hospital the following month.